Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 11 sep 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).

Event description:
Avanos medical inc. Received a single report that referenced at least two different incidences, which were associated with separate units, involving different patients. This is the second of two reports. Refer to 8030647-2020-00080 for the first report. It was reported that the suction catheter keeps disconnecting from the patient. During a 12 hours shift the nurse estimates that the same device disconnects 5-10 times. No patient injury. Additional information requested but not yet provided.